Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient expired a day later. After a left-sided atrial flutter case had completed, the patient passed away within a day. The case was performed on (B)(6) 2021, and the physician was notified on (B)(6) 2021 that the patient had passed away. It was confirmed that there were no effusions present in the patient at the time of the procedure, and there were no abnormal readings. According to the case information of the procedure, there were no abnormal readings or indications, and no surpoint numbers were above 400. Additional information was received on 30-dec-2021. It was reported that the patient had the procedure of a left atrial flutter ablation on (B)(6) 2021 without complication. The case was reviewed post-hoc with the physician and there were no unusual findings or alarms. The patient was discharged home after completion of an echocardiogram to look for an effusion. The physician learned of the patient¿s death on (B)(6) 2021. Additional information was received on 5-jan-2022. It was reported that the case was a left atrial atypical flutter and the patient had previous ablations. The procedure was started at 7:15 am and the patient was out of the room at 10:15 am. There were no errors nor product malfunctions during the case. There were no noted complications during the case. The ablation procedure was straightforward. Patient was discharged. Physician was informed of the patient¿s death days later. Additional information was received on 16-jan-2022. The date of death was reported as (B)(6) 2021. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is patient condition related. Based on the lack of information and details regarding the death, cardiac arrest will be used as a patient code (B)(4). Should additional information become available, it will be reviewed and processed accordingly.